Event description:
The customer reported that their device could not complete a power on cycle. In this condition, the device could not be used on a patient, if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue. The therapy pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The device has not been returned to physio-control for evaluation.